Event description:
It was reported that the ilet displayed repeated "restart 38" with "unable to proceed" and the user experienced hyperglycemia with a blood glucose of 302 mg/dl; the user removed the cartridge, restarted the ilet, advanced past priming to 120, then replaced all supplies including a teflon infusion set, after which insulin delivery resumed and glucose began to regulate. Customer care provided support that included guided troubleshooting, and complete replacement of pump supplies and infusion set. Investigation of this case revealed stalled motor alarms that resolved after restart and supply replacement, with no further alerts and glucose trending into target, consistent with a transient delivery interruption of unclear origin. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, no medical intervention beyond troubleshooting, and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.